Event description:
It was reported that the patient received two shocks in the vf zone due to noise. The noise was not reproducible. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.